Manufacturer narrative:
Citation: khan jm et al. The basilica trial prospective multicenter investigation of intentional leaflet laceration to prevent tavr coronary obstruction. Jacc cardiovasc interv. 2019 jul 8; 12 (13): 1240-1252. Doi: 10.1016/j.jcin.2019.03.035. Epub 2019 jun 12. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an assessment of the early safety and efficacy of the basilica (bioprosthetic or native aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction during transcatheter aortic valve replacement) procedure. Basilica is a novel transcatheter technique performed immediately before transcatheter aortic valve replacement to prevent coronary artery obstruction. All data were collected from 4 centers between february 2018 and july 2018. The study population included 30 patients (predominantly female; mean age 76 years), 1 of which was previously implanted with a medtronic freestyle bioprosthetic valve, 1 was previously implanted with a medtronic mosaic bioprosthetic valve, and 14 were implanted with medtronic evolut r (11) or evolut pro (3) bioprosthetic valves. No serial numbers were provided. Among all patients, 1 death occurred due to a severe inflammatory response during anesthesia that lead to multiple organ failure and multiple brain metastases. Based on the available information, medtronic product was not directly associated with the death. Among all freestyle and mosaic patients, adverse events included: valve-in-valve implantation due to moderate aortic regurgitation ( freestyle) or high aortic valve mean gradients (mosaic). Based on the available information, medtronic product may have been associated with the adverse events. Among all evolut r and evolut pro patients, adverse events included: new permanent pacemaker implantation, disabling stroke (1 reported evolut r case), secondary myocardial infarction, patient-prosthesis mismatch, embolic debris (recovered during procedure by a non-medtronic cerebral protection device), mild paravalvular leak, and elevated mean gradients. Additionally, the reported major vascular complications included: life-threatening bleeds (1 retroperitoneal bleed from femoral access, 1 transcaval bleed requiring covered stent placement), groin bleeds with and without hematomas, and ischemic limb requiring femoral artery thromboendarterectomy. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.